Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-06335.

Manufacturer narrative:
Results: an returned, the lead was undamaged and passed all functional tests. As the stylet was not returned, the pt scenario could not be re-created. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.